Event description:
It was reported that the patient awoke with pain at the implant site. The implantable loop recorder (ilr) had migrated out of the pocket and was protruding through the skin. There appeared to be an infection at the insertion site. The patient was put on antibiotics. The ilr was removed and will be replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).